Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was caused use/user error. The main batteries and harness were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.